Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose levels for a few days. The customer's blood glucose had ranged from 300 mg/dl to 400 mg/dl. The customer was advised by his doctor to be off insulin pump therapy and revert to a back-up plan. The insulin pump settings were adjusted, but the issue persisted. The customer's mother stated that the insulin pump was not alarming when the device was not working. The customer's mother was advised to call back in order to troubleshoot the insulin pump. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.